Manufacturer narrative:
This report is filed on july 1, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Re-programming attempts were made; however, the issue could not be resolved. The implanted device remains. Explantation of the device and reimplantation is planned; however, has yet to occur, as of the date of this report.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed august 22, 2016. H3 other text: device not yet returned to manufacturer.

Manufacturer narrative:
This report is submitted january 18, 2017.